Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was reporting that their implanted device moved when they sneezed. On device interrogation the implantable pulse generator (ipg) appears to be functioning as programmed. The ipg remains in use. No patient complications have been reported as a result of this event.